Manufacturer narrative:
Tandem technical support attempted multiple times to follow up with the customer to see if the issue had resolved, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 314mg/dl. Elevated bgs were treated by administering a correction bolus. System check was performed, and the pump performed as intended. The customer had just changed out the cartridge and infusion set, prior to contacting tandem technical support.